Event description:
The procedure was to treat a proximal left anterior descending (lad) artery. In 2006 a 3.0 x 18 mm vision stent was implanted in the proximal lad. The patient was admitted to the hospital on (B)(6) 2012 with stemi and the proximal lad was 100% occluded and a 2.25 x 28 mm and a 2.25 x 15 mm xience nano were implanted in the proximal lad. On (B)(6) 2012 the patient was admitted with stemi. Angiography revealed the proximal lad was 100% occluded with thrombus. A thrombectomy was performed and a 2.5 x 20 mm trek and 2 non-abbott balloon were used to restore timi iii flow. The patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency. The additional xience nano and vision devices are being filed under separate medwatch reports.